Event description:
The explanted generator was discarded after surgery and will not be returned for analysis.

Event description:
On (B)(6) 2016 it was reported that the patient experienced pain in the neck (the nurse could not specify if the pain was associated with stimulation). After that the patient could no longer perceive stimulation. This was stated as the reason for the patient's replacement. The patient's generator was replaced on (B)(6) 2016. The explanted generator has not been received to date.